Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced chronic constipation. On (B)(6) 2011, the patient experienced peritonitis, but was not hospitalized. The cause of the peritonitis was chronic constipation. The patient began remedial treatment with vancomycin (1 gm ip, repeat every four days), amikacin (500mg ip initially and 250mg daily), and fortum (1 gm ip daily). The event of peritonitis was resolving. It was not reported if the event of chronic constipation had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatments of vancomycin, amikacin and fortum. The nurse felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of chronic constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.